Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (01/27/2014)-device evaluation: the test strips and meter involved with this complaint have been returned on 1/14/2014 and 12/2/2013 and evaluated by product analysis (pa) respectively on 1/20/2014 and 1/15/2014 with the following findings: the test strips were evaluated and on performance testing with control solution error 4 was observed and no assignable cause found. No error message was observed with the meter; pa unable to duplicate the error. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.